Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels of over 200 mg/dl. Suspected cause was due to the customer incorrectly entering personal profiles. Reportedly, due to the elevated bg, the customer went to the emergency room. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.